Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during five intraocular lens( iol) implant procedures, the iols had a linear crack upon implantation. The physician believes this is not related to loading the lens, but is a defect in the material of the lens itself, which when folded/unfolded, a crack is happening. Additional information was requested.